Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed as a material separation of the link. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the posterior foot was not fully ejected from the needle shank or the foot. The link separation from the posterior cuff can occur during plunger pull if the foot has not been fully released. This occurs if the plunger is not fully seated against the handle or if a deflection causes enough bend to limit the full stroke, or an interaction with tissue prevents the needle from ejecting. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional pulmonary vein isolation (pvi) procedure. Reportedly, with a prostyle device a cuff miss occurred, as the suture was not connected to the needles. It was noted that the suture was easy to remove. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 12f sheath, and the pvi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.